Event description:
It was reported that during surgery, the avenue l retractor pins broke. After the surgery was completed, it was found that the avenue l cage holder was bent and the avenue l retractor articulated arm had to be broken by the doctor in order to get it to release. There was no patient or surgical impact reported. This is report 3 of 3 for this event.

Manufacturer narrative:
Correction to: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, e4, g3, h1, h6 (patient code). Additional information: d2 (device product code), d10, g5 (PMA/510k), h3, h6 (method, results and conclusion codes). The returned articulated arm was evaluated. One of the knobs was found to be fractured off and the grip was no longer mobile. There were no other signs of damage on the device. The device may have jammed due to over-tightening leading to the need to break it in order to remove it. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned to manufacturer for examination. Investigation is still in progress. Conclusion is not yet available.

Event description:
Avenue l: breaking of instrumentals in surgery. As reported during a avenue l surgery, the product with reference ec009r caught and the doctor broke it to be able to release it. The part that fixes on the table, is separated from the rest of the arm. The break occurred during the surgery, but it was after use. No additional instruments were required. The rupture of the instruments in the surgery made it difficult to move away and the impaction, generating delay. Investigation still in progress.